Manufacturer narrative:
Baxter received and evaluated the device. The reported condition was verified. The device was found out of specification in relation to the reported power cycles, which was reproduced during evaluation. A review of the event history log identified power cycles as an improper shutdown message. The cause was determined to be the corrosion and contamination on the input/output printed circuit board (pcb) and processor pcb. The input/output pcb and processor pcb was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump, had a power cycle issue. Power cycle would happen when the battery was moved. There was no known patient injury or medical intervention associated with this event. No additional information is available.